Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Fluoro capability was lost during a patient procedure. No reported patient injury.